Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery depleted quickly and battery could not be charged. Customer¿s blood glucose level was within range (value not provided). Customer continued to use pump for insulin therapy.

Manufacturer narrative:
The device investigation has been completed. Based on the analysis, the alleged issue (not charging) could not be verified; the alleged issue (not holding charge) was verified.